Manufacturer narrative:
During follow up with the key market representative, it was reported that there was no problem with the device. The customer was just inquiring about the device. Based on the information provided, the issue does not meet the definition of a complaint and is not reportable.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a patient circuit blockage alarm. There was no patient involvement when the issue occurred. No patient or user harm was reported.